Manufacturer narrative:
Event description: it was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. There were no patient symptoms or complications associated with this event. Preliminary geo assessment: manual interrogation requested for preliminary assessment. Preliminary geo conclusion: pending manual interrogation ((B)(4) 2016).

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.